Manufacturer narrative:
A DHR review for batch 4119946 was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4119946 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on no sample/no photo, the investigation bd was not able to confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 21 g x 1 1/2 in. Bd integra¿ 3 ml syringe with detachable needle failed to retract from malfunction. Found during use. No serious injury or medical intervention noted.